Event description:
It was reported to resmed that an astral device triggered an audible alarm with error message indicating an incorrect pt circuit. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00107.